Event description:
Allegedly, stem disassociated from the tibial component at 4 weeks post op. Patient had osteoporotic bone, was non weight bearing and compliant. Surgeon has been using the advance(r) system for a long time and very proficient at it and affixing stem to base. All components removed and arthrodesis performed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be amended when the investigation is completed. This is the same event as 1043534-2007-00177, 00178, 00180. This event occurred in another country.